Event description:
Nurse was attempting to remove foley catheter from infant. When 3 cc normal saline was removed from the balloon, resistance was met with the end of the catheter passing through the tip of the penis so removal was stopped. The nurse was able to palpate a small pea sized structure that was unable to pass. The physician was notified, and urology was consulted. Prior to urology's arrival, another nurse assessed the patient about 20 minutes later and the catheter was easily removed at this time. Upon inspection of the catheter, a significant ridge was noted which may be the cause of the inability to remove the total amount of fluid from the balloon.